Manufacturer narrative:
An event of malposition of device and heart block was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 3mm depth of implant of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath aortic annular plane in the interventricular septum, and the patient had pre-existing right bundle branch block (rbbb). It was indicated that the patient had the valve implanted at a final depth of 5mm, which is deeper than the optimal 3mm and could have contributed to the reported event.

Event description:
It was reported that on (B)(6) 2023 a 29mm navitor valve was chosen for implant, using large flexnav delivery system. The patient was presented with pre-existing right bundle branch block (rbbb). The device was implanted successfully. The final implant depth was 5mm. There was calcification extending beneath the aortic annular plane. After the valve was implanted, the patient had a temporary pacemaker placed. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.